Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing automatic mode switching due to competitive atrial pacing with pre-atrial contractions. Programming changes were made. Device remains implanted.